Event description:
A malfunction was reported with a pump displaying error code malf 3, and it was confirmed that the fault ID was available. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer, guided by technical support, planned to use multiple daily injections as backup therapy, was instructed to return the pump in storage mode using a pre-paid label, and a replacement pump was arranged for shipping.